Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had high impedances. There were no falls or trauma reported to be related to the issue. The patient was reprogrammed and the issue was resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the high impedances wasn't determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was experiencing no symptoms, however, when the impedances were checked five electrodes have high impedances. The patient still has good coverage and are using the other electrodes. The patient stated that they have not done anything out of the ordinary, but they own a farm and sometimes do heavy lifting. The impedances were check and five were out of range high impedances. No action or intervention will be taken at this point as the patient is still receiving good stimulation coverage. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.